Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60 (serial: (B)(6)); product type: 0200- lead; implant date (B)(6) 2011 brand name; product ID 3777-60 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt was supposed to get an MRI on the (B)(6) at 4pm. The pt was wanting a medtronic rep to be there to recalibrate everything so they could enter MRI mode. The pts ins battery had not worked for a number of years due to some wires breaking off inside (agent understood the leads). Due to the wires breaking off they would not take the wires out. Agent asked where the MRI was on their body and they said it was going to be on their back. Agent reviewed MRI guidelines and registration. Pt claimed they talked to science technician who said as long as medtronic was out there to shut it off and put it in MRI mode it would be fine. Pt said the ins had not worked. Everything was dead. Agent offered to assist with getting the equipment charged again and pt started using explicit language and said they would not going to talk to the agent anymore. Call was then disconnected. See pe (B)(4) for previous ins allegations.